Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. Investigation into this event determined that the customer reused sample ids that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming, and associated demographic data are retained by the analyzer in a "pending" state. Reusing the sample ID on a different sample without completion of the original request will cause the original information to be carried forward. User error is the root cause of this event.

Event description:
A customer observed pt sample results associated with the wrong pt demographics for a sample on the vitros 250 analyzer. Mis-association of pt demographics, and results may lead to inappropriate physician action. The incorrect results were not reported. There was no report of pt harm as a result of this event.